Event description:
The customer reported a communication failure error message and the system stopped working. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system fuses and ac power plug were evaluated and reseated. The system was tested found to be working as intended and returned to service.